Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate reading. Reportedly, the insulin gauge read 0 units and the customer was at approximately 200 units. The contact changed the cartridge and infusion set and was able to resume insulin delivery. The contact did not recall the pump displaying an alarm screen. The customer's blood glucose level was 500 mg/dl and was addressed with a bolus via the pump.